Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring. Motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump had motor error. Customer¿s blood glucose level was 300 mg/dl. Customer was assisted with troubleshooting. Drive support cap was normal. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.